Event description:
It was reported that during a da vinci-assisted surgical procedure, customer noted that the sureform 60 stapler instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: issue did not consist of a failure to fire however resulted in malformed or unformed staples. No reload stuck to tissue, no staples missing from the staple line and no holes or gaps were observed. No error message was observed while using a white reload. Surgeon continued using same stapler. No bleeding was observed as surgeon continued stapling along same staple line. No unplanned tissue removal and no obstructions were encountered.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 60 stapler instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated or confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using white 60 reloads. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of logs shows no error and logs were unable to verify any failures. The instrument was fully functional. Isi has not received the sureform 60 white reload to perform failure analysis.